Event description:
According to the reporter: the patient underwent complete removal of the mesh tape. Antibiotics were given to patient. No further report of patient complications was provided.

Manufacturer narrative:
Initial report submitted: 02/01/2008.